Event description:
It was reported that the device exhibited 1900 ohms impedance in both atrial and ventricular channels. The patient was a handball player and suffered a strong impact with a pole. At explant the physician noticed that the connector header was separated from the generator.